Event description:
Olympus was informed via service request that the customer high frequency electro-surgical generator unit reportedly has an ¿e433 error on the unit, had to swap to a different unit¿ during an unspecified procedure. The intended procedure was completed. No death, injury or harm was reported. The device will be returned for repair.

Manufacturer narrative:
The referenced unit was returned to olympus for service. The service inspection was not able to confirm the customer¿s reported e433 error code. The unit was inspected and tested; all outputs are within standard specifications. Note: the error e433 code was recorded in the unit¿s fault log but was not duplicated during testing. There was wear found on the top cover (minor scratches), front panel (minor scratches, dents, and cracks). The service evaluation recommends a software upgrade to the latest version. The associated foot switch component was not returned with the unit. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was sold in february 2012 and was last serviced via repair in march 2018. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Additionally, the service evaluation could not duplicate the reported error code. Therefore, the root cause of the reported defective generator board that cause the e433 error could not be conclusively determined. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.